Event description:
A nurse reported that the customer was hospitalized for dka. The contact stated that the customer was on IV drip. The pump was not available to troubleshoot at the time of call. The contact declined to test the device over the phone.